Manufacturer narrative:
D9: date returned to mfg.: 4/25/2024. H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection it was detected that the cuff did not inflate symmetrically, one side was bigger than the other side. Symmetry measurement was performed to confirm if the value is less than 33% established. The symmetry value was 35%. The complaint was not confirmed as the inflation values were within manufacturing specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Event description:
It was reported that the cuffs were inflating unevenly and will create uneven pressure on the trachea. The issue was discovered prior to use. There was no patient involvement and no patient harm. No medical intervention required. Outcome of the event was ongoing.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.